Manufacturer narrative:
This device is used for therapeutic purposes. Concomitant devices: cev633-1: bipolar insert cev633-1a botella, lot 140801 manufactured: august 2014 - cev6795b: tube cev6795b dia 5mm 310mm, lot 140703 manufactured: july 2014. (B)(4). Product evaluation: analysis on the bipolar insert (cev633-1a) found that one of the wires moved in the tube. The bipolar connectors are bent. The insert failed the electrical tests. The insulation is compromised on one of the wires; however, this defect cannot lead to an electric arc and so is not dangerous for the patient or the user. The most probable cause of this displacement is an attempt to assemble the insert on a handle using too much force. Analysis on the bipolar handle (cev669b) found that the black plastic part is burnt at the connection. The handle failed electrical tests. The burn of the plastic part is the consequence of an electric arc, probably due to the presence of humidity in the connection zone (cable not dried / blood / tissues). It may come from a cleaning or a drying defect. Analysis on the tube (cev6795b) found that there no highlighted issue; the tube is compliant with the manufacturing specifications.

Event description:
The device was returned with a request for repair. There was no reported patient impact. Analysis found that the black plastic part is burnt at the connection.